Event description:
It was reported that an unk issue occurred with the device during an unk procedure. No further info is available. No pt consequence reported.

Event description:
Reporter alleged obtaining the results of 308 mg/dl, 95 mg/dl and 230 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.